Event description:
The caregiver of a male pt at med ctr contacted lifecor customer support to report that the pt's electrode belt had bent pins inside the connector. A lifecor pt services rep (psr) visited the facility to replace the pt's electrode belt and retrain the staff.

Manufacturer narrative:
Device evaluation summary: device evaluation of electrode belt has been completed. The reported problem was confirmed. The pins within the electrode belt connector were bent in a swirl type pattern. The root cause of the bent pins cannot be positively identified. However, the most likely cause is improper use in that the connectors were forced together in a twisting motion rather than aligning the connectors as described in the device labeling. The staff was retrained. The damaged connector will be replaced. No adverse event resulted from the bent pins. The pt received a replacement electrode belt.